Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical record review: vena cava filter was placed infrarenal secondary to bilateral pulmonary emboli with high clot burden. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for perforation and tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2016); (11/2013). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed for history of bilateral pulmonary emboli and high clot burden. Sometime post filter deployment the filter allegedly tilted and perforated the inferior vena cava. There was no reported attempt made to retrieve the filter. The current patient status is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was deployed for history of bilateral pulmonary emboli and high clot burden. Sometime post filter deployment the filter allegedly tilted and perforated the inferior vena cava. There was no reported attempt was made to retrieve the vena cava filter. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years three months post filter deployment, computed tomography (CT) of abdomen without intravenous contrast was performed which showed inferior vena cava filter with minimal tilting present of the filter and perforation of the medial struts. The retroperitoneal fat and the aorta has one strut perforation into each of them respectively. Five years and one month post filter deployment, retrieval of bard denali inferior vena cava filter was performed for retained inferior vena cava filter by identifying the right internal jugular vein by ultrasound and advancing a 5- french kumpe catheter below the filter. This was later exchanged for a 9-french 45-centimeter sheath. The sheath was positioned above the filter and the hook of the filter was snared using a 30 mm ensnare. Difficulties were experienced getting the tines to pull free of the cava and ultimately with little bit of pressure the filter was successfully retrieved. Therefore, the investigation is confirmed for the perforation of the ivc. However, the investigation is inconclusive for the filter tilt. However, based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4 (expiry date: 11/2016), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.